Event description:
The customer reported that heparin that was infusion for line patency was found empty sooner than expected. A 100 ml bag was initiated at 1 ml/hr at 2200. The rate was verified throughout the night shift but at shift change at 0700, it was discovered that the entire bag had infused. Labs were drawn and results were slightly elevated, but no other harm was reported and the pt was discharged as planned. Although requested, no further pt or event info was provided.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The customer's report of a heparin infusion infusing faster then intended was not confirmed. The pcu event log showed that the device was infusion at 1 ml/hr at 2200 on (B)(6) 2014 and a delay for 90 minutes was programmed at 2212. The delay was cancelled at 2321 and the infusion was started. The infusion ran until 0600 on (B)(6) 2014 when another delay was programmed. The device was channeled off at 0825. The volume recorded as being infused between the start at 2328 on (B)(6) 2014 to when it was channeled off at 0825 on (B)(6) 2014 was 50.012 ml. During the infusion the user changed the vtbi multiple times and programmed several delays. It cannot be determined from the event log when the new bag of heparin was hung or what volume it contained. The root cause of the customer's experience of a heparin infusion infusing faster than intended was not identified.